Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Serial number: (B)(4)/ model #: 1650de / expiration date: 2016-09-30. UDI #: asku. Yes, return date: 2018-03-26. No, device evaluation anticipated, but not yet begun. Mfg date: 2015-09-30. (B)(4). Heartware ventricular assist system ¿ battery. Serial number: (B)(4) / model #: 1650de / expiration date: 2016-03-31. UDI #: asku. Yes, return date: 2018-03-26. No, device evaluation anticipated, but not yet begun. Mfg date: 2015-03-31. (B)(4). Heartware ventricular assist system ¿ battery. Serial number: (B)(4) / model #: 1650de / expiration date: 2016-09-30. UDI #: asku. Yes, return date: 2018-03-26. No, device evaluation anticipated, but not yet begun. Mfg date: 2015-09-30. (B)(4). Heartware ventricular assist system ¿ battery. Serial number: (B)(4) / model #: 1650de / expiration date: 2016-09-30. UDI #: asku. Yes, return date: 2018-03-26. No, device evaluation anticipated, but not yet begun. Mfg date: 2015-09-30. (B)(4). Heartware ventricular assist system ¿ battery. Serial number: (B)(4) / model #: 1650de / expiration date: 2016-09-30. UDI #: asku. Yes, return date: 2018-03-26. No, device evaluation anticipated, but not yet begun. Mfg date: 2015-09-30. (B)(4). Heartware ventricular assist system ¿ battery. Serial number: (B)(4) / model #: 1650de / expiration date: 2016-03-31. UDI #: asku. Yes, return date: 2018-03-26. No, device evaluation anticipated, but not yet begun. Mfg date: 2015-03-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching with the controller and six batteries. The battery capacity was greater than or equal to 25 percent. Log file review noted a controller power up and a pump restart. It was noted that there was also a possible double disconnect. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (B)(4) and six batteries (B)(4) were returned for evaluation. Review of (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the controller revealed that the device passed functional testing; visual inspection under 10x magnification revealed hairline cracks around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of (B)(4) revealed that the devices passed visual examination and functional testing. Failure analysis of (B)(4) revealed that the device passed visual inspection; functional testing revealed abnormalities relating to the voltage of one of the cell pairs. This is an additional observation not related to the reported event. Supplemental testing did not reveal any evident welding or soldering defects. The individual cell pairs were tested for functionality and no abnormalities were observed. Based on the available information, the most likely root cause of the observed voltage anomaly may be attributed to an intermittent weld connection, likely due to an assembly error. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). In addition, analysis of the event log file revealed one controller power up event, with associated motor start, on (B)(6) 2018. The data point prior to the loss of power revealed that (B)(4) was connected to power port one with 92% relative state of charge (rsoc) and (B)(4) was connected to power port two with 91% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port and an active power adapter was connected to power port two. The controller was without power for 14 seconds. As a result, the reported power switching and controller power up events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. (B)(4) was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product event summary: the controller failed visual inspection. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: battery / (B)(4). H6 FDA method code(s): 4112 h6 FDA conclusion code(s): 12 battery / (B)(4). H6 FDA method code(s): 4112 h6 FDA conclusion code(s): 12 battery / (B)(4). H6 FDA method code(s): 4112 h6 FDA conclusion code(s): 2 battery / (B)(4). H6 FDA method code(s): 112 h6 FDA results code(s): 20 h6 FDA conclusion code(s): 12 battery / (B)(4). H6 FDA method code(s): 4112 h6 FDA conclusion code(s): 12 battery / (B)(4). H6 FDA method code(s): 4112 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary, (B)(4): the returned controller passed visual inspection and functional testing. Investigation is ongoing. Additional products: battery / (B)(4) h3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the battery passed visual and functional testing. Investigation is ongoing. Battery / (B)(4). H3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the battery passed visual and functional testing. Investigation is ongoing. Battery / (B)(4). H3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the battery passed visual and functional testing. Investigation is ongoing. Battery / (B)(4). H3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 131, 3213 h6 FDA conclusion code(s): 23, 25 product event summary: the battery passed visual inspection but failed functional testing. Investigation is ongoing. Battery / (B)(4). H3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the battery passed visual examination and functional testing. The reported event was confirmed. Investigation is ongoing. Battery / (B)(4). H3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the battery passed visual and functional testing. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.